Event description:
Attorney alleges between 1972 and 1992, fibrous capsule formations developed in the plaintiff's breast as a result of which the plaintiff suffered pain and discomfort. Upon removal the implants were found to have disintegrated and/or ruptured and had leakage silicone gel into surrounding tissue. Plaintiff's breasts were unequal in size and there remained lumps and hard tissue in her left armpit. Particulars of damages include: pain, discomfort, stiffness in arms, chest, neck and shoulder, inflammation of left and right axilla, hardening and thickening of breasts, severe pain, lumps in left axilla, formation of fibrous capsules, invasion of migration with her body of silicone, formation of siliconomas, lymphadenophy, anxiety, increased risk of connective tissue disease, shortness of breath, high blood pressure, discomfort sleeping, joint and muscle pain and fatigue.